Event description:
The customer indicated when they replaced the absorbance lamp on the instrument, sparks were observed when the lamp was put on. The customer then indicated that they shut the system down, took the lamp off, and replaced it with another lamp. Sparks were not observed with the second lamp. The customer indicated there was no evidence of fire or smoke, just sparks when the lamp was put on. There was no operator injury and no one was harmed. The lamp was being replaced as it was due to be changed. The customer did not have the lot number of the lamp in question. The customer did not retain the lamp in question. It was unable to be determined if the customer had followed the proper procedure for changing the lamp.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation determined that when reconnecting the absorbance halogen lamp a small spark may be generated. This is not a malfunction and the energy of the system during this process is not enough to harm persons or damage the instrument. This information is present in the operator's manual.